Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop an unspecified issue. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged to having dizziness and sinus issues. The patient was hospitalized in response to the reported event. The device was returned to the product investigation laboratory for further evaluation. The device was evaluated. The internal and external aspect of the device was inspected. The manufacturer observed a dark unknown dust contaminant on the front panel, rear panel, and bottom enclosure. An unknown dust contaminant was observed on the blower and blower seal. Evidence of liquid ingress was observed to the blower and blower box. A keratin-like substance was observed on the blower box outlet. The manufacturer can confirm that there was no evidence of sound abatement foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found.   The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect clinical code as been corrected (missed to capture in previous report), health impact code has also been updated to reflect the no health consequences or impact.